Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. Technical support provided information on resetting the pump and assisted the customer with the reset process. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappears, and the customer acknowledged and understood these instructions.